Event description:
A report was received that the ipg was irritating the patient's lower back. The physician assessed that there was some subcutaneous protrusion of the generator that might be causing the discomfort. The patient will undergo a revision procedure.